Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, adenomyosis and chronic cervicitis. Concomitant products included clobetasol since 2015 and ibuprofen since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), mood swings ("mood swings"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, alopecia, vaginal haemorrhage, nausea, fatigue and vulvovaginal pain had resolved and the abdominal pain, abdominal pain lower, hot flush, mood swings, depression, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "hot flashes, mood swings, depression, rashes, abnormal bleeding (vaginal), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, vaginal pain" were added. Product implant date was updated. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, adenomyosis and chronic cervicitis. Concomitant products included alprazolam (xanax) from 2012 to 2016, clobetasol since 2015 and ibuprofen since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), adenomyosis ("adenomyosis") and feeling abnormal ("all the time more so when I¿m laying down"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, alopecia, depression, rash, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain had resolved, the abdominal pain, abdominal pain lower, hot flush, mood swings, headache, adenomyosis and feeling abnormal outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following all the time more so when I¿m laying down were reported via social media: most recent follow-up information incorporated above includes: on 22-oct-2018: content from plaintiff fact sheet recived ,new reporter and event all the time more so when I¿m laying down were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, adenomyosis and chronic cervicitis. Concomitant products included alprazolam (xanax) from 2012 to 2016, clobetasol since 2015 and ibuprofen since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, alopecia, depression, rash, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain had resolved, the abdominal pain, abdominal pain lower, hot flush, mood swings, headache and adenomyosis outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received - new event 'adenomyosis' was added. Outcome for the event 'vaginal discharge, dysmenorrhea, hair loss, rashes, dyspareunia' were added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in an adult female patient who had essure (batch no. 880431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, adenomyosis and chronic cervicitis. Concomitant products included alprazolam (xanax) from 2012 to 2016, clobetasol since 2015 and ibuprofen since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), adenomyosis ("adenomyosis") and feeling abnormal ("all the time more so when I¿m laying down"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, alopecia, depression, rash, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain had resolved, the abdominal pain, abdominal pain lower, hot flush, mood swings, headache, adenomyosis and feeling abnormal outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: five coils remained within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following all the time more so when I¿m laying down were reported via social media: most recent follow-up information incorporated above includes: on 26-jan-2021: medical records received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in an adult female patient who had essure (batch no. 880431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, adenomyosis and chronic cervicitis. Concomitant products included alprazolam (xanax) from 2012 to 2016, clobetasol since 2015 and ibuprofen since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In april 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain"), adenomyosis ("adenomyosis") and feeling abnormal ("all the time more so when I¿m laying down"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal hemorrhage, back pain, alopecia, depression, rash, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain had resolved, the abdominal pain, abdominal pain lower, hot flush, mood swings, headache, adenomyosis and feeling abnormal outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: five coils remained within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was received via social media: feeling abnormal. Lot number: 880431. Manufacturing date: 2011/07. Expiration date: 2014/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("abdominal pain"), back pain ("severe lower back pain"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (underwent salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.